Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported during preparation when the mandrel was removed from a 8x40mm absolute pro self-expanding stent (ses), resistance was felt and the stent was noted to be flowered. It was noted that the locking latch was never opened, but the ses appeared to be unlocked. The device was replaced with another same sized absolute pro and the procedure was completed. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation and the reported product quality problem- irregular appearance (latch was unlocked) were able to be confirmed. The reported difficult to remove- mandrel/ stylet was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during unpackaging and/or preparation for use inadvertent mishandling resulted in the reported/noted product quality problem- irregular appearance (latch was unlocked); however, this cannot be confirmed. Additionally, it is possible that during stylet/mandrel removal the tip of the device was inadvertently pulled as well resulting in the reported difficult to remove mandrel and causing the stent to slightly pull out of the stent sheath resulting in the reported/noted premature activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.